Event description:
It was stated that the event happened during priming occlusion alarm on the pump. The customer manipulated the line a little at the green flow-stop and was problem solved. There was no patient involvement.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.